Event description:
It was reported that the user inserted an infusion set with the needle guard still on the cannula, resulting in improper deployment of the inset 23-inch infusion set and interruption of insulin delivery on an ilet system; the user then replaced the set with guidance, and insulin delivery resumed. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no alerts or alarms, no hospitalization, and restoration of therapy after set replacement. Investigation included user troubleshooting and education by support to replace the infusion set and verify proper connection. Investigation of this case revealed user error related to incorrect infusion set deployment, with the device and cartridge functioning as designed once a new set was correctly inserted. It was concluded, based on previously established findings for similar reports, that the cause was use error.